Manufacturer narrative:
(B)(4). The equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(6). PMA/510(k)#: (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with epithelial ingrowths on left eye (os) at 1 month post-operative exam after an ilasik procedure on both eyes (ou). A flap lift and rinse was performed to remove the epithelial ingrowth. The patient¿s visual acuity sands correction (vasc) at 1 day post op of the flap and rinse was 20/20 on right eye (od) and 20/20 on left eye (os).